Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use. The philips field service engineer (fse) inspected the system onsite and confirmed that the ¿system screen turned to black then to dark blue.¿. Upon investigation fse confirmed malfunction in the system where screen is showing black appearance and then got changed to dark blue. The philips engineer replaced main power distribution, cooling and fuse. The system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It has been reported to philips that the allura xper fd20 system screen went from black to dark blue and indicated a disk read error. No patient harm has been reported. Philips has started an investigation of the complaint.